Manufacturer narrative:
Additional information: h6 - medical device problem code: code 1291 has been added. "A4 - patient weight" has been updated.

Event description:
Additional information was received that diagnostics revealed high impedances on leads and surgery occurred to explant and replace the leads to address the issue.

Manufacturer narrative:
¿Date of event¿ is estimated. Based on the information provided a device problem was not identified. As a result, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 1627487-2020-33263. It was reported that the patient fell and experienced ineffective therapy. Reprogramming did not resolve the issue. X-rays showed that leads migrated. Surgery may occur to address the issue.